Event description:
Picu transport team directed to transfer a pt to another facility, and pickup another pt, while there, for admission at this facility. During transport, ventilator stopped pressurizing. Pt was immediately removed from ventilator and bagged until arrival and placement on a different ventilator. Pt was not adversly effected due to immediate intervention. Eval of device by biomed showed intermittent failure; suspect faulty solenoid.

Event description:
Ventilator began to work properly, once again. Pt placed on ventilator for transport to user facility. During transport, ventilator stopped pressurizing. Pt was immediately removed from ventilator and bagged by health professional until arrival and placement on a different ventilator. Pt was not adversly effected due to immediate intervention. Device eval by biomed (intermittent failure-suspect faulty solenoid.